Event description:
Camera bo light unit not showing image clearly. Change light camera and cord and still not working. Brought a different camera box from a different room and it fixed the issue. No lines showing on monitor image.